Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylocaine and adrenaline in the nose tip and was then injected in the nose tip and along the midline nose ridge with juvederm voluma with lidocaine. The physician reported no abnormal resistance and normal injection pressure on syringe. After 0.3ml injected in nose ridge patient reported sudden pain and visual problems in right eye and right side of forehead. The healthcare professional immediately stopped treatment and injected hyaluronidase in 1cc nacl solution along injection sites in nasal dorsum and right side paranasal area. The physician additionally massaged the area for 20-30 minutes until the patient and the physician arrived at the hospital. At the hospital an ophthalmologist resumed treatment and the patient was prescribed diamox and "eyeball massage." The reporting physician diagnosed the patient with a vascular occlusion presumably of the dorsal nasal artery with retrograde embolization of retinal artery on the right side and ophthalmic vascular system with ethmoidal branches and minor cerebral infarction leading to blindness. The patient's 3rd and 6th brain nerves were affected and the patient has "ischaemie of the forehead" which is "recovering quite well now." The patient additionally suffers from symptoms of skin discoloration, ptosis, "panophthalmoplegia", and a conjunctival hematoma. The day after injection patient underwent a MRI which confirmed infarction. On this day patient additionally had an ultrasound guided hyaluronidase injection. The event has led to permanent damage for the patient; all other symptoms are reported as ongoing at this time.

Manufacturer narrative:
Medwatch sent to FDA on 09/30/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, visual problems, vascular occlusion, retrograde embolization of retinal artery, minor cerebral infarction, blindness, ischemia, skin discoloration, ptosis, panophthalmoplegia, and conjunctival hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications ¿ "do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular)." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ haematomas. ¿ coloration or discolouration of the injection area. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ the distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm® voluma¿ with lidocaine injection.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylocaine and adrenaline in the nose tip and was then injected in the nose tip and along the midline nose ridge with juvéderm® voluma¿ with lidocaine. The physician reported no abnormal resistance and normal injection pressure on syringe. After 0.3ml injected in nose ridge patient reported sudden pain and visual problems in right eye and right side of forehead. The healthcare professional immediately stopped treatment and injected hyaluronidase in 1cc nacl solution along injection sites in nasal dorsum and right side paranasal area. The physician additionally massaged the area for 20-30 minutes until the patient and the physician arrived at the hospital. At the hospital an ophthalmologist resumed treatment and the patient was prescribed diamox and ¿eyeball massage.¿ the reporting physician diagnosed the patient with a vascular occlusion presumably of the dorsal nasal artery with retrograde embolization of retinal artery on the right side and ophthalmic vascular system with ethmoidal branches and minor cerebral infarction leading to blindness. The patient¿s 3rd and 6th brain nerves were affected and the patient has ¿ischaemie of the forehead¿ which is ¿recovering quite well now.¿ the patient additionally suffers from symptoms of skin discoloration, ptosis, panophthalmoplegia, and a conjunctival hematoma. The day after injection patient underwent a MRI which confirmed infarction. On this day patient additionally had an ultrasound guided hyaluronidase injection. The event has led to permanent damage for the patient; all other symptoms are reported as ongoing at this time.